Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explantation report the user's hearing got worse.

Manufacturer narrative:
Conclusion: based on the received information, the reported symptoms are very likely due to a migration of the fmt from its original position. The observed problem was likely caused by suboptimal attachment of the floating mass transducer to the round window membrane resulting in insufficient amplification. It was further reported that in 2017 the recipient experienced pain and secretion at the implant site. The user was re-implanted with a cochlea implant. The recipient has not had any pain since the device was removed. This is a final report.

Event description:
The explanted device was received for investigation. According to the explantation report the user's hearing got worse. In addition the user was experiencing pain when using the audio processor. The coupler was said to have been placed incorrectly at the time of explantation. The coupler was placed on the round window (rw) at implantation. A piece of perichondrium was placed on the round window membrane. A round window soft coupler was also tried but in the end was not used. The coupling was said to be good. The user was re-implanted with a cochlear implant. No pain was documented since the device was removed.